Event description:
Per the clinic, the device was explanted (specific date not reported) due to extrusion of the electrode lead into the external auditory canal.

Manufacturer narrative:
This report is submitted on july 07, 2023.

Manufacturer narrative:
Correction: the initial MDR (report number: (B)(4)) submitted on (B)(6), 2023, was filed inadvertently. Extrusion, infection and explant has been reported in a previous initial MDR (report number: (B)(4)). This report is submitted on (B)(6), 2023.